Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that while using the thermocool® smart touch® sf bi-directional navigation catheter, an error 7 occurred. It was also reported that blood had accumulated between electrodes 2 and 3. The catheter was replaced, and the issue resolved. The procedure was completed, and no patient consequence was reported. The current leakage error was assessed as not MDR reportable as this issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. The foreign material inside the pebax with no external damage was also assessed as not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On january 24, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was observed that there was a brown color inside the pebax. On february 7, 2020, after further analysis and testing, it was reported that a hole was observed on clear pebax with reddish material inside. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction on february 7, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable finding is february 7, 2020.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that while using the thermocool® smart touch® sf bi-directional navigation catheter, an error 7 occurred. It was also reported that blood had accumulated between electrodes 2 and 3. The catheter was replaced, and the issue resolved. The procedure was completed, and no patient consequence was reported. The device was visually inspected, and it was found that there was brown color inside the pebax. After a second, closer, visual inspection was performed, it was noted that there was a hole observed in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device 30269742m number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).